Event description:
A customer reported that the pump's quick bolus/wake button was difficult to press and often required multiple presses to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to ensure the pump was not plugged into a power source and to use the tip of their finger to press the button while providing support to the pump. After removing the pump from its case and trying again, the customer confirmed that the button was functioning as intended.